Event description:
The customer contacted nephron pharmaceuticals corp regarding a product complaint on (B)(4) 2013. The pt reported that a washer fell form the ez breathe atomizer into his mouth during use. He retrieved the washer from his mouth successfully. The pt reported that he did not experience any medical harm or require any medical interventions following the event.